Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a syndesmosis surgery the drill got stuck inside the tightrope. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 3-jul-2025 further information was received that initial provided information was incorrect. Apparently, the guidewire for tightrope ar-8920p got stuck on the drill bit ar-8925dc-ru. It was then impossible to separate te two parts.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-8925dc-ru, drill bit, batch 032115, was returned for investigation. Visual evaluation of the device noted that the tip was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can ba attributed to misuse due to prying/leveraging the device during use. The complaint allegation is confirmed.